Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer's blood glucose was 500 mg/dl at the time of incident. The customer's blood glucose was 440 mg/dl at the time of call. The customer stated that she was treating her high blood glucose with the insulin pump. The customer declined to troubleshoot for air bubbles, leaks, insulin issues and site issues. The customer stated that the program was done by the health care provider. The insulin pump will not be returned for analysis.